Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated onsite at the user facility by olympus. The reported problem could not be confirmed and no problems were found. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel buttons did not work. The problem, as reported to olympus, was found during preparation for use. There was no patient injury, associated with the problem, reported to olympus.